Manufacturer narrative:
(B)(4) - device 1 of 2. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set fell off during use event on 27-apr-2024. The infusion set was in use for one day for first event and less than a day for second event. The blood glucose level for both the events was 300mg/dl and the patient treated it with correction bolus via pump followed by changing soft cannula infusion set and resumed insulin successfully. No further information available.